Event description:
It was reported that a user experienced continuous glucose monitor signal loss after starting a dexcom g7 sensor, and an agent guided the user through sensor repair and reconnection steps. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of cgm data availability. Investigation included customer interview and troubleshooting education. Investigation of this case revealed that the signal loss resolved after sensor repair, with no device component conclusively identified as the source. It was concluded that the event involved transient cgm communication loss that was corrected through troubleshooting, with no reported injury and no further action required at this time.